Event description:
A nurse reported that a patient was admitted and an i.v. Was started of ketamine at 10 ml/hr via a PICC line. There was one other infusion connected. About 2-3 hours into the infusion, the pump alarmed for patient side occlusion. The nurse opened the door and found that the tubing had a large aneurysm at the top of the pumping segment. No i.v. Pushes or flushes were given. No report of patient harm or no intervention required. Although requested, no further information has been provided.

Manufacturer narrative:
MFR's report date: 06/26/2013. (B)(4). The customer's report of a ballooned silicone segment was confirmed and replicated during testing. Visual inspection of the set showed the silicone tubing had developed a balloon directly below the upper fitment. There were four crush marks on the upper fitment. Pressure testing produced a balloon within the silicone segment at 6psi; specification is 30psi. This silicone segment was likely weakened during customer use. Failure of this test suggests previous ballooning had occurred as the customer reported. Because the customer stated no i.v. Pushes or flushes were administered, the root cause of the ballooned segment could not be identified.